Manufacturer narrative:
(B)(4). Both samples received failed functional testing and visual inspection. This complaint has been confirmed. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer reported that when using the mini-cap on the transfer set, they noticed that the mini-cap was cracked. The process step was during use and there was no patient injury.